Event description:
It was reported to philips that the device's internal paddles need to be checked. The local field service engineer verified that the actual problem was damaged external paddles. There was no reported patient involvement/adverse patient impact.